Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient stated when they charge up and turn on their stimulation, they would get a shocking in their neck. Patient said the shocking started within the last 2 months or so and was not a good shock, it was a pretty high voltage shock. Patient said they'd been taking care of their wife after they had back surgery and at one point they charged their stimulator to try to get a little relief, but the stimulation was the farthest from relief they had had. Patient also said now they were dealing with other chronic constant issues between their back and their testicles. Agent asked, patient said they had tried turning stimulation down to see if that would help with the shocking, but they weren't very good with adjusting stimulation as the rep would always do adjust stim in person in the past (no allegat ions reported regarding rep visits) and patient didn't know how to adjust stim very much at all. Patient said the implant was not charged right now, so they were not able to try and walk through decreasing stimulation while on the call, but said they would try to call back for help with that when the battery was charged up again. The patient was redirected to their healthcare provider to further address the issue. Agent reviewed role of representative and provided nas phone number for healthcare provider office to call if needed. Patient didn't have a managing healthcare provider at the moment, and said they just have a general practitioner so agent mailed physician listings to patient.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.